Event description:
Procise xp wand - from arthrocare- used with the coblator ii -ent- unit, while in use started to smoke, no pt injury. Wand device was removed, put into use different wand -same lot number-, still questionable activity from the replacement wand. Used wands with different lot numbers, no problem found. Removed from stock all wand devices with both lot numbers, called manufacturer to report problem. Released defective wands to manufacturer reps, along with the rest of the same lot number stock wands. Equipment units are long term loaners, these units will be replaced by manufacturer with new loaner equipment units. Biomed techs tested same lot number wands for defects, not knowing the condition of the surgical environment, could not duplicate problem. Dates of use: less than an hour 2008. Diagnosis or reason for use: tonsillectomy. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.